Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 continued to fail. The field service engineer (fse) accessed the storage space configuration where cubies were found not to be visible. Further verification in the hardware test application (hta) confirmed that the cubies were not displayed. The station was then pulled out, the back panel was removed, and the drawer controller board was taken out and replaced with a new one. After reassembling the drawer, access to storage space configuration confirmed that all cubies were present. The customer logged into the station, reloaded medication into the affected cubies, and successful testing of drawer functionality was completed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies in main drawer 4 had failed even after replacement of some cubies. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.